Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Reportedly, customer continued to use pump for insulin therapy.